Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. No evidence of the reported problem was found in the event log. Functional testing was performed. Running three accuracy tests, the pump was found to be over delivering. Actions/repairs were done to correct the reported issue: expulsor was trimmed down to bring the delivery accuracy test closer to nominal of a range.

Event description:
It was reported that a smiths medical pump fails acc -9.10%. No adverse patient effects were reported.